Event description:
The customer reported that their pump screen was dark and would not turn on, and multiple attempts to resolve this issue were unsuccessful. There was no reported impact to the customer¿s blood glucose level, as the caller declined to answer whether levels exceeded 500 mg/dl. Technical support decided to replace the pump, informed the customer that a replacement with updated software would be sent, and provided instructions for using the new pump. The customer did not have backup therapy available and planned to contact their healthcare provider. A signature was required for delivery, and the customer understood instructions regarding the return of the faulty pump and the receipt of the replacement.